Event description:
Leakage was noticed because the set became disabled.

Manufacturer narrative:
Additional info has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).